Manufacturer narrative:
The accounts engineer replaced the head hi/low down valve to repair the bed.

Event description:
The accounts clinical engineer stated that the head hi/low function was drifting down. The drift was slow.